Manufacturer narrative:
H10: additional information was received from reporter stating that there was not significant delay in the procedure (less than 30 minutes). Although a device malfunction, the procedure was finished as intended without any other medical intervention with the same or equivalent device, with no significant delay or complication. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during knee arthroscopy, the motor drive unit was stuck. A backup device was available to complete the procedure with no patient injuries. Surgical delay greater than 30 minutes were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.